Manufacturer narrative:
Returned device was received wear and tear damaged enclosure, tank cover, and front cover. Outdated pcb and power cord. Bent microswitch. Drain tube broken off. During the evaluation of the device the customer reported condition was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the temperature on the lcd screen was fluctuating. No patient injury or complications were reported in relation to this event.